Event description:
Instrument sample loader malfunction resulted in diluent being injected into blood specimen prior to testing. Tests subsequently performed on diluted sample leading to erroneous results.